Manufacturer narrative:
Frx was received with damaged component. The customer allegation was not confirmed. No unit or self-test failures in historical data analysis.

Event description:
It has been reported that the device is failing self-test.